Manufacturer narrative:
The following devices were also listed in this report: ceramic head; cat # unk_shc; lot # unknown it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Dr notified (stryker rep) of patient needing revision surgery of an abg ii cup & +/- abg1 stem, due to osteolysis behind the cup. Primary surgery done in 1997/1998; exact date unknown. Stryker rep notified of case on 15th april 2024. Revision case on (B)(6) 2024. Case proceeded without delay, patient required cup only revision. Abg ii cup was revised to a depuy revision shell and dual mobility liner. Corin provided a bio-ball head and sleeve for the 6 degree taper abg1 stem.